Manufacturer narrative:
An evaluation of the returned device revealed crush marks in the insertion tube. The angulation in the up/down direction failed to meet specifications. The air channel volume failed to meet the specifications. The water flow and water removal ability failed to meet the specifications. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus that pressure was high in the yellow channel of the gastrointestinal videoscope. The issue was found during reprocessing. The original procedure was completed with a similar device. The device was returned and an evaluation at the repair center revealed a white brush like material inside the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deformation noted with the nozzle. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: - operation manual chapter 3 preparation and inspection shows how to detect the event. - reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.